Event description:
Additional review indicated that the patient stated ¿sometimes she had blood came up in her.¿ the patient stated the pump was broken. The patient stated she took oral baclofen and she couldn¿t move her body. The patient reported sometime she couldn¿t breathe.

Event description:
It was later reported that patient¿s pump was removed on (B)(6) 2012 because she was told by a radiologist that it was 'broken'. The catheter was removed on (B)(6) 2012.

Event description:
Additional information stated that the patient continued to have pain in her abdomen. It was unclear where the pain was coming from, but the patient believed it was related to her pump. It was noted that the patient's tone and spasticity had worsened, and the effectiveness of the pump was called into question. It was noted that the pump was causing irritation and the patient was having trouble managing it. There had been no infusion for the last 3 months and had been able to control spasms with mediation alone. Found that the catheter was fractured at the anchor site in the spine. There was no contrast flowing. Since the patient had never been happy with the pump therapy, she elected to have the device removed once the catheter issue occurred rather than revising the system. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter disconnected from the pump. The patient got "really sick" at the end of (B)(6) and had to go to the emergency room (ER). The patient's feet were "jumping" which would "sometimes cause her to fall." A CT scan was performed and confirmed that a piece of the catheter had broken off and was in one of the patient's arteries. The catheter remained in the artery as the surgery to remove it was very risky/life threatening. The patient's doctor also told the patient that leaving it in the artery was life threatening as well. The patient stated that she had an arrhythmia since 2009 and that the catheter blocked the blood and she could not breathe at times. It was also reported that the patient was not receiving relief from the device system. The patient stated that she would keep getting the pump refilled but it was not working for her, she was not getting relief. The patient stated that this began "a while ago." The patient was given oral baclofen; however, when the patient took it "the only part of her body she could move was her mouth." The patient did not know if the pump alarmed or not. The patient noted that in 2010, she had fluid in her spine. This statement was unclear as she may have been referring to the medication. The pump was explanted on (B)(6) 2012. At the time of the report, the patient was "twisted with her head locked." The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711, lot# j11171r44, explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. Hcp reported on (B)(6) 2012 the patient had troubles managing refills and had let the pump dry on several occasions. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Product ID 8711, lot # j11171r44, implanted: (B)(6) 2002, product type catheter.

Manufacturer narrative:
(B)(4).